Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 21-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2012, essure (fallopian tube occlusion insert) was placed. There were complications during insertion. Placement was painful and the second coil could only be placed after extra pain medication was given. She mentioned that 20 months after the placement procedure her complaints started but she did not specify which ones. She had eczema, pain during coitus, pain in lower back, pain in head, arthralgia, pain with use of tampon, depressive feelings, tiredness, insomnia, mood swings or emotionally out of balance, memory loss, concentration problems, coughing, fungal infections, alcohol intolerance and could feel the implant. The consumer consulted an internist, neurologist, and psychologist. She did blood tests, ultrasounds, MRI but nothing was found. The result of these tests was burn-out (understood as burn-out syndrome). She was planning essure removal. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer in (B)(6) who had essure (fallopian tube occlusion insert) inserted and had pain in lower back. She was planning essure removal. Back pain is listed in the reference safety information for essure. Considering that essure may cause uncharacterized pain, including back pain and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since device removal will be required. A product technical complaint analysis is being sought. No further information will be obtained.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 15-sep-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 19-sep-2016 for the following meddra preferred terms: back pain: the analysis in the global safety database revealed 216 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer in (B)(6) who had essure (fallopian tube occlusion insert) inserted and had pain in lower back. She was planning essure removal. Back pain is listed in the reference safety information for essure. Considering that essure may cause uncharacterized pain, including back pain and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since device removal will be required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No further information will be obtained.